Event description:
A 73 y.o. Male with hm3 lvad. His post-lvad course has been notable for prostate ca s/p xrt and lupron, complicated by radiation colon disease with multiple gi bleeds thought to be due to radiation proctitis. He was found to have a kinked/twisted outflow graft and is status post revision of this via thoracotomy by dr. (B)(6) with placement of a stabilizing clip on (B)(6) 2020. No ICD or devices. CT: (B)(6) 2024 there is prominent accumulated bioderis within the bend relief structure of the lvad outflow graft with significant luminal narrowing. While this may represent normal accumulation of biodebris, cannot exclude superimposed thrombus and/or involvement with the dissection plane. (B)(6) 2025: external outflow graft obstruction release - very thick and proteinaceous material between the outflow graft and the strain relief as anticipated. Post operative course uneventful and he has been discharged home.